Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, there was balloon withdrawal difficulty and a dissection. The target lesion was located in a midly calcified segment of the left anterior descending (lad). The lesion was predilated using a 2.0 maverick balloon. Then a 2.5x24mm taxus express2 drug eluting stent was advanced to the lad and deployed at 16 atm for 20 seconds. The physician experienced withdrawal difficulty that was felt to be due to the balloon sticking to the stent. When the physician removed the stent catheter, the cordis jl 4 guide catheter was sucked into the left main (lm), which caused a dissection. To treat the dissection the physician implanted a 3.5x24mm taxus express2 stent, deployed at 16atm, in the lm. There were no pt complications, and the pt condition was ok. Hospital discharge was on the next day.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. The manufacturing records for top assembly batch 8025622 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.